Event description:
It was observed that during the device evaluation, the colonovideoscope presented white foreign material in the air water valve socket, the suction valve seat and the distal tip air water channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Date of event is unknown. Additional information will be provided if available. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.